Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a nurse in (B)(6) on 13-apr-2015 which refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert) in (B)(6) 2015 (c12712, sample was available). On 15-apr-2015 additional information was provided. Nurse reported that a physician was inserting essure in a patient but essure implant discharged even if it was not yet been discharged. The patient had an intrauterine system inserted. Cervix was tight, threads were not visible. Threads were in the uterine cavity, ius otherwise normally in situ. Both tube orifices were visualized, uterus started to contract before essure was inserted to the uterus. While awaiting ending of the contraction it was decided to remove ius. After that, essure insertion to the left side started again, instrument went well to tube orifice. However, the gold mark was not able to get visible even when instrument was moved back and forth. At this point it was found out that implant has discharged even it has not been discarded yet. End of spiral seemed to be stuck in back wall of uterus and it was not managed to remove it by pulling off with forceps. Other end of spiral was anyway managed to get out from cervical canal and it was caught with kocher. Finally had to cut spiral with scissors, so that part of it still remained in myometrium. For the most part spiral was got out from uterus. At this point essure attempt was given up (unsuccessful) and laparoscopy was performed. The product technical complaint (ptc) investigation and final assessment were received on 27-apr-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instruction for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. No micro-insert was returned. The final rollback was not completed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert has a premature deployment is an anticipated event. Medical assessment this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. The returned complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. No similar adverse event case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert) and during placement the end of spiral stuck in back of uterus and it still remained in myometrium. This event, seen as device embedment, is serious due medical importance and required intervention and is listed in the reference safety information for essure. During essure micro-insert use there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the deployment occurred before proper time and the micro-insert got stuck in myometrium. The device was handled to get out from cervical canal and it was caught with kocher. Eventually, the physician had to cut spiral with scissors, so that part of it still remained in myometrium. Considering this event is associated to the insertion procedure and given its nature, causality is assessed as related to essure use. Since laparoscopy was reported, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Follow-up from 24-jul-2015: further information has not been received despite of attempts. Case considered closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 24-jul-2015 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert) and during placement the end of spiral stuck in back of uterus and it still remained in myometrium. This event, seen as device embedment, is serious due medical importance and required intervention and is listed in the reference safety information for essure. During essure micro-insert use there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the deployment occurred before proper time and the micro-insert got stuck in myometrium. The device was handled to get out from cervical canal and it was caught with kocher. Eventually, the physician had to cut spiral with scissors, so that part of it still remained in myometrium. Considering this event is associated to the insertion procedure and given its nature, causality is assessed as related to essure use. Since laparoscopy was reported, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Despite follow-up attempts, no further information was obtained.